Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the reported issue occurred during a prostatectomy surgical procedure. The image was not inverted. The endoscope movement was correct. The event did not involve a reversed control on the system arms. A 30-degree endoscope was installed at the time. The indication of the image orientation provided via the user interface was correct. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. No damage on the endoscope¿s adapter/base was observed. The procedure was completed with the same endoscope. There was no injury to the patient. The endoscope is not available for return.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation will be completed to determine the cause of this reported event. The reported event was addressed with phone support. As a result of remote diagnostics, the field service engineer (fse) confirmed mechanical damage to the camera head and informed the customer to replace the camera head. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported shifted down from the center image from the endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional information. However, no further details have been received as of the date of this report.